Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7184937, expiration date: 2022-06-30, manufacture date: 2017-07-24. Medical device lot #: 8029799, expiration date: 2023-01-31, manufacture date: 2018-02-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿silicone¿) was found on the plunger of a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: 147 samples were received for this complaint to evaluated. 11 syringes were from nogales batch 8029799 and showed no abnormal amounts of silicone. 125 syringes were from nogales batch 7184937 and showed no abnormal amounts of silicone. 11 syringes were from an unknown batch and showed no abnormal amounts of silicone. The tray from the unknown batch had a piece of a white glove inside therefore this failure mode is verified. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The glove found was white and blue gloves are used in area used to manufacture these syringes. Syringes are put into bulk boxes before being sealed in the trays at a different bd location. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 7184937, 8029799 for the same defect or symptom. No related defects or qns were recorded in the DHR. All silicone weight testing measurements were within specification. (Batches for syringe manufacturing are 7153587, 7019652, and 7293888). The root cause for this incident is undetermined but likely happened where the syringes are packaged. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter (described as ¿silicone¿) was found on the plunger of a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that foreign matter (described as ¿silicone¿) was found on the plunger of a bd luer-lok syringe bulk sterile pharmacy convenience tray. There was no report of exposure, injury or medical intervention.